Event description:
It was reported that during an esophagectomy procedure, reload would not load into the cartridge anvil. It appeared damaged after it was taken out of its packaging. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge fork the analysis results found that the tcr75 reload was received with the left fork damaged. In addition was received with the swing tab detached. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.